Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with an juvéderm® volbella¿ xc and restalyne-l into the tear trough. Roughly 4 years later, they were "admitted to hospital from severe complication from the filler". It was noted to "have caused severe infectious and inflammatory response/granulomas around both eyes, full face, and caused an severe inflammatory reaction through [their] whole body." Biopsy was not provided. Patient needing to be treated as "this very agressively to avoid going septic." The patient did not respond to treatments of antibiotics and steroids. Patient would eventually go on to develop "shortness of breath & hard to breathe". On a later date, it was noted their face is still flaired up and painful and swollen, body still trying to attach itself, breathing is still difficult due to pleurisy caused by IV antibiotics. Patient was diagnosed with facial cellulitis" and was treated with hylenex® and pain medications. Events ongoing.

Manufacturer narrative:
Clarification to g.6.: it was initially sent as an initial report. The correct type of medwatch report should be initial and 15-day report. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of pleurisy (not device related), covid-19 infection (not device related) and severe inflammatory reaction through [their] whole body (not device related) are considered an unexpected adverse drug experience.

Event description:
Additional information noted patient has been discharged from the hospital with continued facial swelling. Patient also reported they were hospitalized due to covid-19 (not device related), prior to the reported adverse events.